Manufacturer narrative:
(B)(4). Review of lot file b317 was conducted and shows no non-conformances associated with this event type. This lot met all release requirements. Complaint lot review was conducted and there were no other pressure dome leaks to date for this lot. There were two add'l prime 4 alarms to date for this lot. The assessment is based on the info available at the time of the investigation. The root cause of the bowl leak could not yet be determined as the product investigation is still pending. (B)(4).

Event description:
Customer is reporting a pressure dome leak. Customer called to report system pressure dome leak during treatment procedure. Customer stated that at 864 mls whole blood processed she observed blood leaking from the system pressure dome. Customer stopped the procedure and aborted the treatment. Customer did not return any blood or products to the pt. Cts asked if there were any other alarms, customer stated there was a prime 4 alarm during prime, but she was able to resolve alarm. Cts recommended customer has their therakos trained biomed engineer check the instrument. Customer agreed. Customer returned kit for investigation.